Manufacturer narrative:
These reported events are on the same patient involving two separate products and associated with MDR # 1225714-2013-00897.

Event description:
The plaintiff's attorney that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011, after the use of the product.